Event description:
During attempted implant, the set screw could not be tightened in the device header. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of loose connection was unconfirmed. Functional testing was performed, which included ventricular lead insertion and connection testing, and measurement of the lead bore diameters. The lead was able to secure properly to the connector block, the lead bore diameters were within specification, and the device was found to be normal. The cause of the loose connection was undetermined.